Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels also mentioned no delivery. The customer stated the no delivery alarm occurred when inputting her blood glucose, carbs and tried to deliver insulin. The customer's blood glucose was 466mg/dl and customer did not get to give herself insulin. Assisted customer in performing a 5.0u fixed prime, the insulin did not exit and insulin pump alarmed no delivery. Advised to remove the reservoir, disconnect and reconnect and insulin did exit the tubing. Customer stated the insulin exited with manual prime. Advised the insulin pump is working as designed. Customer received a no delivery alar before she could run the 5.0units through and the insulin pump was in rewind sequence.